Manufacturer narrative:
(B)(4). Date sent: 1/5/2018. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that before use on the patient in an unknown procedure, the packing was found damaged with air leakage. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that a tcr75 device was returned outside its original package. Only the tyvek was returned for analysis. The tyvek was visually inspected and no anomalies were observed. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The batch and lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.